Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker went from a battery status of 8.5 years remaining to 5.6 years remaining. The device was felt to be depleting prematurely. A copy of device memory was received for analysis. Engineering analysis confirmed a high power consumption condition. Device replacement was recommended and the estimated replacement interval was discussed. No adverse patient effects were reported. Available information indicates this product remains in service.

Event description:
It was reported that this pacemaker went from a battery status of 8.5 years remaining to 5.6 years remaining. The device was felt to be depleting prematurely. A copy of device memory was received for analysis. Engineering analysis confirmed a high power consumption condition. Device replacement was recommended and the estimated replacement interval was discussed. No adverse patient effects were reported. Available information indicates this product remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Tr16007: h2 induced premature battery depletion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.